Event description:
During a procedure, the quantum maverick monorail ptca catheter balloon ruptured at 20-24 atms on the fourth inflation. The number of atms reached on the other inflations is unknown. The lesion being treated was a calcified, 100% stenotic lesion in the mid left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'fine'.